Event description:
It was reported that following unrelated surgery, the hcp told the patient she suffered withdrawal for 24 hours with the symptom of unresponsiveness specified. The reporter stated her pump needed to be replaced, that it had not been filled for a long time, and was apparently empty. The patient was home in good condition; was "vague" about surrounding circumstances. Additional information has been requested.